Event description:
Customer reported a leak occurred when using the coulter lh 500 hematology analyzer in their laboratory. The leak was described as about 1 ml of blue clenz reagent leaking on the right side of the instrument. The customer was unable to locate the source of the leak. There were error conditions of "temperature ambient out of range" and "lyse ambient out" and h&h (hemoglobin and hematocrit) check failures on patient samples. The customer was performing a system test when the leak was identified. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of gloves at the time the leak was observed. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results reported out of the laboratory associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On 12/18/2014, a beckman coulter field service engineer (fse) evaluated the analyzer and replaced tubing at pinch valve pv37 to resolve the leak and error messages. (B)(4).